Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to use of the 23mm aortic bioprosthetic valve, the valve was rinsed and no abnormalities were observed. It was reported that the regurgitation was moderate. It was stated that the valve was fully sutured and tested prior to removal. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 23 mm aortic bioprosthetic valve, it was explanted and replaced with a 23 mm valve of the same model. The reason for the replacement was reported as impaired leaflet closure and aortic regurgitation. An echocardiogram (echo) and water testing inspection of the leaflet movement discovered the problem with the valve leaflets. It was also reported that a mitral valve repair was performed concomitantly. No additional adverse patient effects were reported.